Event description:
Spatz balloon was prepared as per IFU and inserted into the patient with a gastroscope. Resistance was felt during inflation. The dr adjusted his scope to straighten the white catheter and tubing and tried inflating again but failed. The dr opened a 2nd spatz balloon and this time, no problems were faced.

Manufacturer narrative:
The balloon was not available for examination. From the pictures and video provided, it can be seen that the valve disconnected from the inflation tube, and as a result of that the balloon deflated and needed to be removed from the patient. This type event is a very rare. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement. Additional information regarding this late medwatch report- the firm conducted periodic review of all complaints and re-assessed that this case should be submitted as a medwatch report.